Event description:
The account alleged the stretcher would not hold in the brake position.

Manufacturer narrative:
The technician found the rocker arm broken on the brake mechanism which prevented the brake casters from engaging. The technician installed a brake/steer upgrade to repair the bed.